Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Reporter stated that the product malfunctioned two (2) hours after insertion. Reported stated cuff leaked after insertion.

Manufacturer narrative:
No previous investigations are available. Review of the routers used to manufacture the reported lot revealed there were no discrepancies or deviations from normal process parameters at the time of manufacturing. In addition, the retain samples for this lot were inspected and found to be functional and non-defective. A 100% balloon inflation functional test was performed on each of the assemblies. This test (router op 70) included inflating the balloon through the luer lock activated valve with 60 ml of air and monitoring that the diameter of the balloon did not change for 10 minutes. Review of the device history records for the reported lot confirmed that the established manufacturing and inspection processes were followed and no deviations were observed. A detailed batch review revealed no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).